Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient's wireless recharger (wr) would not charge their implantable neurostimulator (ins), and neither the handset nor communicator would connect to the ins. It appeared that the ins battery was no longer responding. Additional information was received reporting that the wr was unable to detect their ins and kept shutting off when they placed the charger on the ins. The patient was instructed to power off the wr by holding the power button for 45 seconds and also unplug the power from the base for 45 seconds but this did not resolve the issue, so the wr was replaced. Additionally, the patient indicated they felt like their device turned off. When interrogating, it said it was operational, but the patient described it was as if it had turned off while they were driving. The patient felt all the stimulation leave their body in a way. Ever since then, the patient has not been doing as well as they have before, their parkinson's disease symptoms have returned, having trouble walking and having more symptoms. They have had to double their medication for relief. When the patient went to recharge the ins, they encountered 2 error codes (581. 575) that both resolved on their own and the battery was charging normally. They felt their device was not working at all. Contributing factors included: the patient went through airport security and had a wand waved over the implant site. They also mentioned there was an rfid card in their car that allowed gate access and wondered if that could have turned their system off. Additional information was received reporting that a manufacturer representative (rep) met with the patient in clinic on (B)(6) 2025. The patient was getting multiple error codes on the recharger and patient programmer - 575, 581, and 1402 (recharger). The patient reports that they have been recharging every day, but yesterday morning was the last time they recharged and there were no issues. The rep was unable to see the patient's recharge session date and time on the tablet. They interrogated the device and all impedances were normal, but the rep was not able to see any stimulation usage or charge levels. The rep was able to connect to the recharging app and saw service code 1402, contact clinician for assistance, recharge system error. The rep turned off all of the equipment, restarted the tablet, reset the ins and interrogated the device again. They were then able to start a recharge session with the patient and reported they could feel the stimulation. The patient reported a "buzzing" sensation when they restarted the ins. The troubleshooting steps that were taken on the call resolved the issue. The rep plans to confirm the date and time are correct on the patient's handset.

Event description:
It was reported that the patient's wireless recharger will not charge his implant, and neither his handset device nor communicator will connect to the implant. It appears that the implant battery is no longer responding.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient's ins was found to be functioning appropriately. The patient was then evaluated for their symptoms and found to have an underlying infection. This caused additional stress to their body making the device therapy less effective. The patient was treated for the infection.

Manufacturer narrative:
Continuation of d10: product ID wr9200 lot# serial# (B)(6), product type recharger product ID a620 lot# serial# unknown, product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.